Event description:
Rn attempted to prime crrt machine with cartridge. Machine began to cycle as if it was priming, but never progressed with the cycle. Cartridge was removed and placed into a second machine without success. Rn replaced the cartridge with a new cartridge and successfully primed new cartridge without difficulty. Crrt running without complications. The event did not reach the patient, therefore no known injury at this time.